Event description:
The reporter did back to back blood glucose testing and got results of 238 and 155 mg/dl. Testing was done within minutes, using seprate finger sticks. There were no symptoms. A control solution test was in range 112 (92-139).